Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h4 and the legal manufacturer's final investigation results. Based on the results of the investigation, the foreign material might have remained because of a reprocessing deviated from the instruction manual; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: ·chapter 6 compatible reprocessing methods and chemical agents. ·chapter 7 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that the scope cover and forceps channel of the hysterovideoscope had foreign material. There was no patient involvement.